Event description:
The customer received questionable psa results for one patient sample. The patient also had thyroid results that did not fit the patient's clinical picture. The free t3 result, tested on the analytical e module, was 21.82 pmol/l. The free t4 result, tested on the analytical e module, was 61.62 pmol/l. The free t4 result, using delfia methodology, was 13.0 pmol/l. The tsh result, tested on the analytical e module, was 0.029 uiu/ml. The tsh result, using delfia methodology, was 0.2 uiu/ml. The psa result, tested on the analytical e module, 0.003 ng/ml. The psa result, tested using delfia methodology, was <0.2 ug/l. Due to the questionable results, the customer was unable to determine if the psa was rising and it appeared the patient had thyroid problems although the patient was euthyroid. No adverse event has been alleged regarding the discrepancies. The reagent lot numbers are: free t3=156811 free t4=157677 tsh=157491 psa=156171.

Event description:
A reprocessed trocar used in laparoscopic surgery broke during a procedure. The md was doing a laparoscopic procedure and decided to convert to an open procedure. When the patient was opened, staff found a piece that had broken off of the trocar.======================health professional's impression======================the potential harm was for a retained foreign body.======================manufacturer response for trocar - reprocessed by ascent, versaport plus bladeless trocar 12mm======================they have asked that we return the device.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
Investigation of an additional sample from the patient found the sample contained high amounts of waldenstrom igm/macroglobulines that interfered with the elecsys assays and caused questionable results. No adverse events were reported.